Event description:
Olympus (omsc) was informed that the customer camera head was returned to olympus for repair for a reported no image defect, ¿no image appears¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The repair inspection could not confirm/duplicate the customer¿s reported problem. However, the cable was critically deformed/smashed. The camera failed the air/water leak test due to a pin hole in the cable unit. Additionally, there are signs of dried moisture inside the main body of the camera. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon occurred due to water entering a pinhole of the cable causing the image not to display temporarily. The event can be prevented by following the instructions for use for cable pinhole and water leakage which states: never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Olympus will continue to monitor field performance for this device.